Event description:
The customer reported that crown on tooth #5 got dislodged while wearing the aligners. Medical intervention is required and a new crown will be placed. Aligner treatment was discontinued.

Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to damaged crown (dislodged dental restoration).